Event description:
A customer contacted beckman coulter inc., (bec) and reported that the access 2 immunoassay system generated higher than expected creatine kinase-mb isoenzyme (ckmb) results, above the normal reference range, for one patient's samples. The results were reported out of the lab. Subsequent testing of those samples produced lower results within the normal reference range. The effect, if any, to the patient is unknown at this time.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Ckmb qc has been resulting within the customer's established ranges. Specific qc data has not been supplied. System check information has not been provided to date. The customer stated to customer technical support (cts) that earlier in day of the event there was a power outage due to a nearby lightning strike. However, there is no indication that this lightning strike is associated with this event. Bec service was not dispatched for this event as the customer has an on-site bio-mechanical engineer (bme). There is no information if bme evaluated the instrument, or performed any repair. A definitive root cause has not been determined for this event to date.